Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. The protector of the video cable section is cut. The video cable is broken. The image is purple. Based on the results of the investigation, a root cause could not be identified. The video cable is broken and therefore the image is purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced flickering images during set up. There were no reports of patient involvement.